Event description:
Device 2 of 2. Reference MFR report: 1627487-2012-01678. It was reported the pt experienced red spots on both of his legs. He reported the issue to his physician and blood test results showed a high white blood cell count. The pt stated his physician said it could be an infection, and he was treated with oral antibiotics. A CT scan was also ordered.

Manufacturer narrative:
Eval - method: the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies related to this event were found. Conclusions: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.